Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 3.9, retest #1 inratio: 1.4, retest #2 inratio: 3.2.

Manufacturer narrative:
Per issue, pt may have used same fingers for testing. Pt was having difficulty obtaining sufficient blood and was adding multiple drops at times. These pre-analytical techniques may contribute to inaccurate inr result or testing error. Only a single hanging drop of blood should be applied on sample well. A fresh finger should be used for each test. Pt is on several different medications. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Inratio precision rata provided by end-user lot: date: (B)(6) 2011, 1st inr: 3.9, 2nd inr: 1.4, 3rd inr: 3.2, mean: 2.83, sd: 1.29, %cv: 45.57. Since % cv is more than 20%, the precision test failed the criteria for precision. Add'l investigation is required. Recent test conducted on lot 243104 on 6/23/2011, met precision criteria. Test results are as follows: donor 58 = 2.4, 2.4, 2.4 inr; donor 59 = 2.5, 2.6, 2.6 inr. In-house test results have 5.41% and 1.79%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. No corrective action required at this time as no product deficiency was established. Sample collection technique/pt's condition may have affected proper sample volume. Test result may have been affected. Pt's medication may also affect inratio test result. Analysis of the client's data from repeated inratio test revealed that test result comparison did not meet precision criteria. No product was expected to be returned. Retained strip test result comparison met precision criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subjected to tracking and trending. No corrective action required at this time as no product deficiency was established.